Event description:
Related to MFR report # 2183959-2012-00274. An elevate anterior and apical system with intepro lite was implanted to treat pelvic organ prolapse. It was reported to have caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering, infection or inflammation, tissue abrasion, "other severe adverse health consequences" and other losses.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.